Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level over 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred and customer had changed out the pump supplies in an attempt to resolve the issue. Reportedly, customer continued to use the pump for insulin therapy.